Manufacturer narrative:
The recipient's wound reportedly healed but then re-opened. The recipient is receiving treatment at a wound care specialist again. The recipient is wearing the device in an off-ear configuration. Wound healing issues are not believed to be device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a sore around the incision site. The recipient is reportedly receiving treatment (type unknown) from a wound care facility. The recipient is healing. The recipient is reportedly using the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has fully healed and will continue to wear the equipment in the off-ear configuration permanently. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.